Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the screwdriver blade isn't stuck in the handle.

Manufacturer narrative:
Evaluation summary: the reported event that the coupling does not permit to hold properly a device could be confirmed since the returned device matches the reported failure. There are some marks on the returned device indicating it was hit. The coupling system is still functional, however, the device wobble inside indicating the balls on the locking mechanism are damaged. The design of the couplings only allows applying torsion forces and is very sensitive to hammer blows. The coupling of these handles contains a mechanism with one or multiple ball bearings. In case of applied axial stress on the elastosil handle, those components are pressed into the surrounding cylinder resulting in a complete blockage or loosening of the device. The coupling of these handles contains a mechanism with one or multiple ball bearings. In case of applied axial stress on the elastosil handle, those components are pressed into the surrounding cylinder resulting in a complete blockage of the device and possible bending. To avoid intra-operative complications, secure long-term functionality and avoid unnecessary costs, we strongly recommend to utilize elastosil handles for their intended use only and never hit them. The divvl008 rev 2 was reviewed: the ao-coupling has to function 300 times when connecting and disconnecting a counter piece by hand. The reported device was used for 11 years, it could be assumed, based on the high volume of screw sales that this device was used more than 300 times. Based on the investigation, this case could be classified as usage related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the screwdriver blade isn't stuck in the handle.